Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: (B)(4). The reported sion blue guide wire was returned for investigation. The outer coil of the returned sion blue was found stretched for approximately 120mm from the distal mid solder (set at 20mm from the tip to fix the outer coil and the core wire). The ball tip was found at the distal end of the outer coil. The core wire and the twist wire were found fractured at approximately 13mm distal to the distal mid solder. Observation with the scanning electron microscope (sem) found that the core wire and twist wire had fracture surfaces that were slightly curved and corrugated, indicating that the fractures were attributed to bending stress. It was presumed that the core-composing core wire and the twist wire of the subject sion blue guide wire were first fractured at approximately 7mm from the tip, stretching the outer coil. Measurement of the returned sion blue guide wire indicated that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation results, it was presumed that stress generated with guide wire manipulation might have been applied as bending stress or tensional stress and locally accumulated on the distal segment of the sion blue guide wire while the distal segment of the guide wire had been temporally caught by the concomitantly used oct catheter or the embedded stent. Consequently, the outer coil was stretched, and the core wire and twist wire were fractured at approximately 7mm from the tip. It was concluded that this event was not attributed to product quality. However, it was concluded that possibility could not be completely ruled out that fragment(s) might be left in the patient anatomy should the same or a similar event recur. CAPA: no CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire was used with an unspecified optical coherence tomography (oct) catheter during a percutaneous coronary intervention (pci) to treat the moderately tortuous and moderately calcified segments #6 to #8 in the left anterior descending artery (lad). During advancement of the two devices after an unspecified stent was deployed, the distal segment of the sion blue guide wire was damaged. An unspecified goose-neck snare was used to successfully remove the guide wire fragment. A new sion blue guide wire was used instead to continue the angioplasty. The procedure was completed with stent deployment and reestablished blood flow. It was informed that there were no adverse patient effects due to the reported event and the patient was doing fine after the procedure.